Event description:
It was reported that the patient experienced hyperglycemia several days prior to death. The reporter noted that the patient was found deceased at home; it was said that the date of death was (B)(6) 2011. The cause of death is unknown. According to the reporter, the patient's blood glucose (bg) was 121mg/dl on (B)(6) 2011 at midday before lunch. It was reported that the infusion set was replaced earlier that morning. Prior to the evening meal the bg was reported to be 362mg/dl and then hi. At 6:41pm on (B)(6) 2011, the reporter stated that the patient delivered a bolus of 12 units with the pump. The reporter stated that the patient's bg continued to read hi overnight. There were reported bolus deliveries of 5 units at 10:22pm and 5 units at 11:44pm on (B)(6) 2011. The reporter listed the bolus deliveries on (B)(6) 2011 as follows: 2 units at 12:25am, 2 units at 1:14am, 2 units at 2:01am, 2 units at 3:27am, 2 units at 5:09am, 2 units at 7:27am, 2 units at 10:43am, 5.5 units at 12:56pm, and 3.6 units at 1:31pm. The reporter noted that there were no alarms discovered in the pump. The reporter said that the pump was reviewed and confirmed that the time and date were correctly set, the basal settings were accurate and the pump was set to deliver the right basal rate program. It was reported that the patient was using the advanced settings of the pump and that the settings were correctly programmed. The reporter stated that the pump history was reviewed and showed that the pump had delivered insulin as programmed; the prime history was confirmed as appropriate. The reporter noted that there was an issue with the supplies but did not provide any details. Additional information is being sought and the pump has been requested for evaluation. According to the reporter, the patient was (B)(6), had a history of diabetes since 1985, began use of the pump in 2007, weighed (B)(6), replaced infusion sets every 2 to 4 days, and tested her bg 6 to 7 times daily. This complaint is being reported because the patient was said to have hyperglycemia prior to death. At this time, the pump cannot be ruled out as a cause or contributor to the patient's demise.

Event description:
Additional information obtained: the reporter has identified the infusion set in use at the time of death as quick set ll infusion set, 9 mm cannula, and 58 cm tubing. The lot number is not available. This information has been forwarded to the manufacturer of this infusion set. The reporter provided the following additional information: the cartridge lot number is not available. There was no special pathology reported about the patient. It was reported that the patient was autonomous regarding pump use. There was no issue to modify basal rates or to adapt them to more intense physical activities. A copy of a page from the handwritten log book of the patient's blood glucose values was provided by the reporter. The entries on the log book were for (B)(6) 2011, and a single entry on the morning of (B)(6) 2011. The log book confirms the blood glucose values that were previously reported for (B)(6) 2011. In addition, the values for (B)(6) 2011 were 240 in the morning, 333 before lunch, 369 after lunch, 331 in the afternoon, and 231 before dinner. The units of measurements were not provided on the log book. However, other blood glucose values provided by the reporter were expressed as mg/dl. The last blood glucose value was recorded as hi on the morning of (B)(6) 2011. No specific times were recorded on the log book.

Manufacturer narrative:
The manufacturer's device analysis results: the pump was returned to animas for investigation, and was evaluated by product analysis on (B)(6) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No evidence of physical damage to the pump was observed. The pump powers on properly, and responds appropriately to button presses. The audible and vibratory alarms were confirmed to be operational and within specification. Delivery accuracy testing was performed, and the pump was found to be delivering within specification. During evaluation an occlusion alarm was induced, and the pump alarmed properly with a visual alert on the display and an audible alert. Audio bolus and normal bolus deliveries were completed during investigation; both were able to be programmed, delivered and recorded accurately in the pump history. During evaluation, the force sensor was found to be out of calibration, reading a higher force than the force applied to it. This cannot result in an occlusion, nor will it cause a disruption to the occlusion alarm system. Instead, this condition will cause the pump to be more sensitive to a rise in cartridge force, and emit an occlusion alarm at a lower force than required by pump specifications. No such alarms were recorded in the pump history. Daily insulin delivery totals recorded in the pump history accurately reflect the users programmed basal rates. A review of the pump history indicated that a bolus insulin delivery of 3.55 units was completed on (B)(6) 2011 at 1:31 pm. No bolus doses of insulin were delivered via the pump following this delivery. Basal delivery continued uninterrupted until the pump was suspended on (B)(6) 2011 at 2:16 pm. Pump delivery was not resumed following the suspension.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).